Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and infection ("infection"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy and diagnostic cystoscopy). Essure (ess205) was removed. At the time of the report, the pelvic pain, menstrual disorder and infection outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occlude. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 32-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, chlamydial infection and bacterial vaginosis. Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included genital herpes, yeast vaginitis, uterine bleeding, uterine fibroid, adenomyosis, abdominal pain, back pain and diarrhea. Concomitant products included fluconazole (diflucan), medroxyprogesterone acetate (depo provera), oxycodone hydrochloride;paracetamol (percocet), tinidazole (tindamax) and valaciclovir hydrochloride (valtrex). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 2 years 7 months after insertion of essure (ess205). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and adenomyosis ("other injury(ies) or complications please describe: adenomyosis") and was found to have uterine leiomyoma ("tumor / teratoma / cancer type: fibroid tumors of uterus"). On (B)(6) 2016, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (ablation- (B)(6) 2008 and total laparoscopic hysterectomy, bilateral salpingectomy and diagnostic cystoscopy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, menstrual disorder, vaginal infection, depression, anxiety, dyspareunia, uterine leiomyoma and adenomyosis outcome was unknown. The reporter considered adenomyosis, anxiety, depression, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, uterine leiomyoma, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: per mr-nova sure endometrial ablation on (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occlude. Most recent follow-up information incorporated above includes: on 19-jul-2019: pfs received. Her demographic added. Concomitant medication added. Previous event infections was updated to infection (bladder/ urinary tract/vaginal) type: vaginal,events : abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, mental anguish, dyspareunia (painful sexual intercourse), tumor / teratoma / cancer type: fibroid tumors of uterus, pain, other injury(ies) or complications please describe: adenomyosis were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 35-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, chlamydial infection and bacterial vaginosis. Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included asthma since (B)(6) 2010, genital herpes, yeast vaginitis, uterine bleeding, uterine fibroid, adenomyosis, abdominal pain, back pain and diarrhea. Concomitant products included fluconazole (diflucan), medroxyprogesterone acetate (depo provera), oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) from (B)(6) 2007 to (B)(6) 2013, salbutamol (albuterol) since (B)(6) 2010, tinidazole (tindamax) and valaciclovir hydrochloride (valtrex). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 2 years 7 months after insertion of essure (ess205). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2007, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish") and vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient was found to have uterine leiomyoma ("tumor / teratoma / cancer type: fibroid tumors of uterus") and experienced adenomyosis ("other injury(ies) or complications please describe: adenomyosis"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (ablation-(B)(6) 2008 and total laparoscopic hysterectomy, bilateral salpingectomy and diagnostic cystoscopy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, menstrual disorder, vaginal infection, depression, anxiety, dyspareunia, uterine leiomyoma, adenomyosis and vaginal discharge outcome was unknown. The reporter considered adenomyosis, anxiety, depression, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: per mr-nova sure endometrial ablation on (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occlude. Most recent follow-up information incorporated above includes: on 26-nov-2019: plaintiff fact sheet received. Event vaginal discharge was added. Event onset dates were updated. Concomitant conditions, drugs were added. Reporter's information was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 35-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, chlamydial infection and bacterial vaginosis. Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included asthma since (B)(6) 2010, genital herpes, yeast vaginitis, uterine bleeding, uterine fibroid, adenomyosis, abdominal pain, back pain and diarrhea. Concomitant products included fluconazole (diflucan), medroxyprogesterone acetate (depo provera), oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) from (B)(6) 2007 to (B)(6) 2013, salbutamol (albuterol) since (B)(6) 2010, tinidazole (tindamax) and valaciclovir hydrochloride (valtrex). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 2 years 7 months after insertion of essure (ess205). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2007, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish") and vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient was found to have uterine leiomyoma ("tumor / teratoma / cancer type: fibroid tumors of uterus") and experienced adenomyosis ("other injury(ies) or complications please describe: adenomyosis"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (ablation- (B)(6) 2008 and total laparoscopic hysterectomy, bilateral salpingectomy and diagnostic cystoscopy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, vaginal infection and vaginal discharge had resolved and the menorrhagia, menstrual disorder, depression, anxiety, dyspareunia, uterine leiomyoma and adenomyosis outcome was unknown. The reporter considered adenomyosis, anxiety, depression, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: per mr-nova sure endometrial ablation on (B)(6) 2008 treatment received for pain , bleeding, bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occlude. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of events: "pelvic pain, pelvic pain ,infection (bladder/ urinary tract/vaginal) type: vaginal, vaginal discharge" updated as recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.